Event description:
The customer reported that they received a high total hemoglobin (thb) result compared to retesting of different sample on lab instrument. There is no report of injury due to this event.

Manufacturer narrative:
The available data logs from the rapidpoint instrument in use at the time of the event was reviewed. The thb sensor on the measurement cartridge was functioning as intended. There was no calibration failures noted for the duration of use. The sensor was recovering well within published aqc ranges at all three levels. The raw response signal for the escalated sample was not available. No further investigation into the escalated sample was possible at this time. A review of the data summary logs revealed multiple d39 obstruction errors over the use-life of the reported m-cart, including one identified by the system on the date of the event. The occurrence of multiple d39 obstruction errors suggests the presence of sample-related issues. Root cause of the event could not be determined. The customer is currently operational. No product problem identified.